Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the clinician was experiencing difficulty interrogating the pacemaker and was receiving an out of range telemetry message. Multiple troubleshooting techniques were attempted without success. Boston scientific technical services (ts) was contacted and discussed trying a different programmer. No further information is available at this time. At this time the pacemaker remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the clinic six months later and the field representative experienced difficulty interrogating the pacemaker. The field representative came to the clinic and found that the cause was identified to be multiple programmers plugged into the same outlet. Once other programmers were unplugged, no telemetry issue existed and the pacemaker was able to be interrogated without any further incidents. At this time the device remains in service and no adverse patient effects were reported.